Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was saying "no sync". There was no patient involvement.

Manufacturer narrative:
H3 ,h6) the 9735672 was returned to the manufacturer for evaluation. After functional testing;visual/physical examination, the reported issue was confirmed. There was a computer failure due to low voltage on the complementary metal-oxide-semiconductor (cmos) battery. The battery measured .423v. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the complementary metal oxide semiconductor (cmos) battery was replaced to resolve the reported event. Previously reported codes, b01, c02, and d02 are applicable. H3, h6) the battery, product ID: 9735672, was returned to the manufacturer and is pending analysis. Codes b21, c21, and d16 are appl icable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735672, ubd: unknown, UDI#: unknown see b5 for additional information. Work order completed: h3, h6) a manufacturer representative (rep) went to test the navigation system. The side panel of the system was removed and the cmos battery was reset. Codes b01, c02 and d02 are applicable to the evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that upon bootup, the system displayed no sync. Under instruction from a manufacturer representative (rep), the site removed the side panel of the system and reset the cmos (complementary metal oxide semiconductor) battery. The system successfully booted up after a reset.